Event description:
It was reported that the interlink y-type blood solution set leaked during infusion. There was no information on the location of the leak. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample evaluation could not be performed due to a non-baxter product being returned instead of the original requested sample. Should additional relevant information become available, a supplemental report will be submitted.